Event description:
It was initially reported that during a procedure for treatment, the tip the injection gold probe broke off in the scope. The procedure had already been completed and the outcome was reported as fine. The pt's condition after the procedure was reported as fine. Upon evaluation of the device by this MFR, it was found that the needle guide tube was also detached from the device. The device was found to meet all specifications, other than the tube detachment itself. Co is unable to determine a failure mode for the device. The lot number was made available by the user facility, therefore, a lot history review could not be performed. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and the reported event.